Manufacturer narrative:
Cartridge lot #: not provided.

Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report the patient obtained loss of prime warnings more frequently than expected. During the night of (B)(6) 2013 the pump gave a loss of prime warning alarm; however, the patient did not hear the alarm. On the morning of (B)(6) 2013 the patient obtained the blood glucose reading of 380 mg/dl and tested positive for ketones. The patient was instructed to replace the insulin cartridge. The issue was not resolved with troubleshooting. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after she did not hear and address the pump¿s loss of prime warning alarm. Therefore, this complaint is being reported.